Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, heavily calcified, proximal left anterior descending artery. The 2.5 x 15 mm trek balloon was advanced for pre-dilatation with resistance felt due to the calcified anatomy. When the balloon was inflated, before reaching 12 atmospheres, the balloon ruptured. Additional pre-dilatation was performed with a non-abbott balloon and a 3 x 9 mm non-abbott stent was able to cross and be deployed successfully. Two additional non-abbott stents were placed to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed; however, the physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters, trek rx instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.